Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states the purple tip is not secure to the tubing and is coming off. The sets are leaking because of this.

Manufacturer narrative:
The report refers to product code 775659, mp safety screw spike set with lot number 160220051x; manufactured on 01/19/2016. The device history record (DHR) was reviewed and was confirmed that the products were produced accomplishing quality requirements and were released according to established procedures. Three samples were received for evaluation and the cross spike connector was verified to have a leak. The root cause is a dimensional gap between the connector and tubing. A corrective and preventive action (CAPA) was opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing, this will help mitigate leaking. This complaint will be used for tracking and trending purposes.